Event description:
There was no pt involved in this event. The device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self test on (B)(6) 2011. The pad-pak was removed and re-inserted on (B)(6) 2011 and failed a self test but then operated as expected until (B)(6) 2011. During the period of failed self tests the recorded voltage is seen to drop significantly. The device issued a low battery at the time of the failures. The problem with the device was attributed to a fault in the pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.